Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this fiber was thoroughly analyzed. Visual inspection did not find visible defects on the fiber body. The connector cone, segments, and tabs are in good condition and secured. The control knob is attached and aligned with the fiber and can rotate the fiber. The hene (helium-neon) test found no breaks along the fiber length. The connector segment verification test identified that the light flashed green. In addition, the fiber passed the saline test. Microscopic inspection identified that the glass cap was detached and there was a distal circumferential fracture. Therefore, the reported event was confirmed. Additionally, the laser mirror was not aligned with the output window indicating glue failure. The fiber exhibits severe debris adhesion on its surface, indicative of prolong tissue contact. Also, it was identified that the glass cap exhibited mild devitrification at the output window, please note that fiber tip devitrification is normal degradation of the fiber which occurs through use of the fiber. It is caused by heat accumulation at the fiber tip causing the glass at the firing window to crystalize. The fiber was tested using the forward firing test, the forward firing rate was 32.9% which is above of the threshold for potential patient harm. It is probable that the identified debris adhesion on the surface of the metal cap contributed to elevated temperatures near the laser beam output window leading to the distal circumferential fracture, glue failure and cap detachment. The device instructions for use (IFU) instructs to maintain adequate saline cooling flow to reduce heat accumulation at the fiber tip. Based on analysis results, the interaction between the user and device caused or contributed to the reported event and identified circumferential fracture and glue failure.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke off. It was quickly retrieved. The procedure was completed using another fiber. There were no patient complications reported.

Event description:
It was reported that during a photoselective vaporization of the prostate procedure, the tip of the fiber broke off. It was quickly retrieved. The procedure was completed using another fiber. There were no patient complications reported.